Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that one of the leads is bad. The patient would like to speak with a rep.

Event description:
Pt called regarding information as documented in this case. Pt stated that the ins battery ran down (pss understood ins reached eos) and that medicare approved them to have the ins replaced. Pt stated that they got to the hospital and there was a manufacturer and a competitor rep present. Pt stated that competitor ins was put in and connected to the old manufacturer leads. Now one of the leads was dead. Pt stated that hcp wanted to go back in and see if the least wasn't properly hooked up, if the lead was actually dead or if it was the ins and possibly replace the abbott ins with a rechargeable mdt ins.

Manufacturer narrative:
Continuation of d10: product ID: neu unknown lead, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient (pt). The pt does not know the serial number of the lead involved in the event, and reported it was removed 6 months ago. The pt reported the unit was replaced with another brand. The leads associated with the other brand are larger. The other brand makes an adaptor so the smaller mdt leads will fit with the other brand, but they did not use them, so it is thought one lead is not making a connect to the other brand, so the pt is going back to mdt. The steps taken to resolve the issue were they were supposed to remove the abbot unit and put in a mdt and test it before leaving the surgery area, but they want a release from the pt's heart doctor first. The issue has not been resolved yet as they are waiting for their appointment with their heart hcp to clear surgery. Weight was reported. Additional information was received from the patient on 2022-october-05. Patient reported a dead paddle after surgery after they were assured it could be tested and replaced during the procedure.

Event description:
Additional information was received from the patient on 2022-october-14. The pt reported that after the replacement surgery, the abbott rep was unable to program any stimulus on their right side. Their hcp suggested that it may be the paddle to battery mismatch and that they should go back to medtronic. Pt was directed to another hcp who assured they could tested the right paddle during the procedure. On (B)(6) , the battery was replaced again with a medtronic ins. Pt suspected that testing during the procedure did not happen because pt was back to where they began earlier this year. Only the left side works.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.